Event description:
Reporter indicated a vns patient's generator was explanted due to infection. The generator had recently been implanted in late 2008. All attempts to the reporter for additional information regarding the infection have been unsuccessful to date. The explanted generator has been returned and is currently in product analysis.

Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.